Event description:
It was reported that the patient experienced pericardial effusion and required hospitalization. During a pulsed field ablation (pfa) procedure a versacross connect access solution was selected for use. After groin access was obtained, the ice (intracardiac echocardiography) ultrasound catheter was advanced into the patient's right atrium. Scanned showed trace of small pericardial effusion. As the imaging was performed before any catheters were introduced, the effusion was present prior to the procedure. The procedure was completed successfully without any issue. However, the final scan showed an increase in the size of the pericardial effusion. The anesthesiologist was asked to confirm the patient's blood pressure and reported that the blood pressure was dropping. A pericardiocentesis was performed, and 460 ml of blood was removed from the pericardial space, after which the patient's blood pressure was normal. The patient was hospitalized for overnight observation and was discharged the following day. The cause of the effusion is unknown.